Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05033. The patient received his scs system on (B)(6) 2006 with two paddle leads. It was reported that the patient was still getting relief from the stimulation. He felt it was causing him pain in other areas though. The patient was explanted due to an MRI that needed to be conducted.

Manufacturer narrative:
Evaluation: results: product was received with the lead being complete, but missing an electrode at the terminal end. The lead passed functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.